Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the round distention balloon was opened and passed to the surgeon and introduced into the patient via the umbilicus. The surgeon the attempted to inflate the balloon using the included hand piece but the balloon did not distend. The surgeon then removed the distention balloon from the patient and attempted to inflate the balloon, on this occasion an audible air leakage noise was heard when inflation was attempted. It was presumed by theatre staff that there was a puncture in the balloon part of the apparatus. A secondary kit was then opened in order to retrieve a replacement distention balloon which was then used and functioned as normal. There was no adverse effect to the patient or surgeon other than about a 5 minute delay in the procedure. Additional information received via email: what is the lot number of the device? The lot number is not available.

Manufacturer narrative:
(B)(4).